Event description:
It was reported that a catheter issue occurred. The target lesion was located in the moderately tortuous and moderately calcified diagonal. Following pre-dilation with a 2.0 mm balloon, the opticross imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During withdrawal of the catheter, the distal tip did not come out, the drive cable was stretched prematurely, and part of the distal tip marker remained in the diagonal. The procedure was completed with another of same device. The patient condition was reported as stable. It was further reported that the target lesion was 80% stenosed. The distal tip of the catheter was detached and remained in the diagonal. A stent was inserted on the left anterior artery across the diagonal.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a broken driveshaft beginning 38.3 cm from the distal end of the connector shaft, an imaging core break near the encountered kinks, and detachment of the sheath. It was also noted that the imaging window and imaging core were twisted and the imaging window was detached near the lap joint section and near the tip. The tip was not returned for analysis. Microscopic inspection revealed the driveshaft was broken, the imaging window and core were twisted, and the imaging window and tip were detached. Impedance testing showed an electrical open at the proximal end of the catheter between 120-130 cm from the distal housing.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the moderately tortuous and moderately calcified diagonal. Following pre-dilation with a 2.0 mm balloon, the opticross imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During withdrawal of the catheter, the distal tip did not come out, the drive cable was stretched prematurely, and part of the distal tip marker remained in the diagonal. The procedure was completed with another of same device. The patient condition was reported as stable.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the moderately tortuous and moderately calcified diagonal. Following pre-dilation with a 2.0 mm balloon, the opticross imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During withdrawal of the catheter, the distal tip did not come out, the drive cable was stretched prematurely, and part of the distal tip marker remained in the diagonal. The procedure was completed with another of same device. The patient condition was reported as stable. It was further reported that the target lesion was 80% stenosed. The distal tip of the catheter was detached and remained in the diagonal. A stent was inserted on the left anterior artery across the diagonal.